Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The calcified target lesions were located in the severely tortuous 90% stenosed right coronary artery (rca), the 100% stenosed atrioventricular branch and the 90% stenosed posterior descending artery. The physician treated the rca by implanting a 3.5x20mm taxus express2 drug eluting stent (des). The physician then began to treat the atrioventricular branch and the posterior descending artery. An unknown guide wire was unable to cross the atrioventricular branch, so the physician began to treat the posterior descending artery. Two non bsc balloons were inflated in the lesion and the 2.5x16mm taxus express2 des was advanced to the lesion. The device passed through the rca, but then was unable to cross the posterior descending artery. The des was removed and the lesion was dilated again with an unknown balloon. The physician made several more attempts to cross the lesion with the des and then stent damage was noticed. The device was successfully removed from the patient and the procedure was completed with plain old balloon angioplasty (poba). No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
Returned product analysis revealed that the condition of the returned device was consistent with the complaint incident. The device was returned for analysis and visual examination of the returned device revealed stent damage. Some of the struts on the first row of the distal end were flared. Damage was also found on the third and fourth row from the distal end. Some of the stent struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. No kinks or damage was found along the hypotube. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, and was not subjected to any positive pressure. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.